Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified innominate artery. Pre-dilation was not performed. An 8fr introducer sheath was placed as a 9fr was unavailable for use. A guide catheter was not used. The 9.0x30 express ld vascular stent system was advanced through the sheath without issue; however, resistance was noted while advancing the express in the patient's vessel and crossing the lesion. The stent became dislodged from the balloon, but remained on the guide wire. The physician utilized the guide wire to move the stent to the femoral artery. He then "opened the femoral artery a little bit" and removed the stent. The procedure was not completed and the patient will be rescheduled. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned complaint device revealed the device was returned inside an 8fr guide catheter which was inside an 8fr introducer sheath. The stent was sitting on the edge of its delivery device approximately 22mm from the intended location. The balloon was folded and wrapped around the shaft with traces of blood present. There was a clear impression of where the stent was originally crimped on to the balloon. Visual and microscopic examination of the stent revealed the struts on the proximal end of the stent were misaligned and had been spread apart. The distal end of the stent was stretched and the struts were misaligned. The stent was also flattened along its length. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a stent dislodgement occurred. The 70% stenosed target lesion was located in the moderately tortuous and moderately calcified innominate artery. Pre-dilation was not performed. An 8fr introducer sheath was placed as a 9fr was unavailable for use. A guide catheter was not used. The 9.0x30 express ld vascular stent system was advanced through the sheath without issue; however, resistance was noted while advancing the express in the patient's vessel and crossing the lesion. The stent became dislodged from the balloon, but remained on the guide wire. The physician utilized the guide wire to move the stent to the femoral artery. He then opened the femoral artery a little bit and removed the stent. The procedure was not completed and the patient will be rescheduled. There were no additional patient complications reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4).